Event description:
Clinical study. Same case as #6000093-2005-01189. It was reported that 97 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.5mm, 99% stenosed portion of the mid right coronary artery (mid rca). The dr treated the lesion with predilatation and successfully placing two taxus express2 8.8% drug eluting stents, a 3.50x28mm and a 3.50x12mm with a 2mm overlap in the target lesion. There were no complications. The pt was discharged 2 days later on plavix and aspirin. Ninety seven days after the procedure, the pt expired from lung cancer. There was no autopsy and in the opinion of the dr the target vessel was not involved.

Event description:
It was further reported that target lesion 1 was 26mm long. Target lesion 2 was 10mm long and was treated with a stent placement proximal to the previously placed sternt. The two stents ovelapped, with 0% residual stenosis of the stented segment. 84 days after the initial procedure, the pt was admitted with a two-day history of difficulty swallowing and shortness of breath associated with generalized weakness, decreased appetite, and wight loss. Of note, the pt had been diagnosed lung cancer on a previous admission (dat unk). An esophagogastroduodenoscopy (date unk) revaled ulceration. The pt was started on protonix therapy and a feeding (peg) tube was placed. A CT scan of the chest (date unk) showed a right-sided lung mass with metastasis to the liver. The pt was trnsferred to the oncology svc at this time for further management. The's family was made aware of her poor prognosis. Further diagnostic test, including a lvier biopsy, CT scans of the brain and abdomen, and a bone scan were declined. The pt's status was designated dnr in favor of confirt measures only. The pt subsequently developed abdominal distention with eventual pain and fever. The family agreed that the pt should undergo conlonoscopy (date unk), which revealed pancolitis. She was started on flagyl therapy, but further surgical exploration/intervention was refused as the family had already requested a hospice referral. 13 days later the pt was transferred to hospice care. She was unresponsive to painful stimuli and exibited agonal respirations, there was evidence of sepsis, multiple organ failure, possible peritonitis, fecal impaction and colitis. The pt expired later that same day.